Event description:
It was reported that the customer experienced high blood glucose levels. The customer also reported that they sometimes changed the cartridge after 5 days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.